Event description:
It was reported that eight months post port and catheter placement, the catheter allegedly had fallen into the heart. It was further reported that upon removal of the catheter, it was allegedly found to be detached from the port body. The port body and catheter were removed in two procedures. The patient was reportedly stable post removal procedures.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The 510 k number and pro code for the MRI l/p port w/brov 6.6f products are identified. Manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: although the sample was not returned for evaluation, one electronic photo sample and two medical images were provided for review. The investigation is confirmed for a disconnection between the port and the catheter as well as migration, as the photo and images appear to show the catheter and cathlock are detached from the port and catheter migrating to the heart. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. A definitive root cause could not be determined.

Manufacturer narrative:
Medical images and photos were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The 510 k number and pro code for the MRI l/p port w/brov 6.6f products are identified. (Expiry date: 09/2021).

Event description:
It was reported that eight months post port and catheter placement, the catheter allegedly had fallen into the heart. It was further reported that upon removal of the catheter, it was allegedly found to be detached from the port body. The port body and catheter were removed in two procedures. The patient was reportedly stable post removal procedures.